Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient's external equipment. The healthcare provider reported that the patient was getting frustrated with attempting syncing/patient activated (pa) boluses. The handset sat at 91 %. Per the healthcare provider, the patient had multiple pa boluses programmed. When checking the pump logs, it was found that the patient was getting the pa bolus. During the call, the reporter mentioned that it seemed to take longer to get telemetry with the tablet now too.